Manufacturer narrative:
The insulin pump was received with partial no backlight due to faulty el panel. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The test had a minilink transmitter that communicated properly to the pump. The low suspend alarm functioned properly.

Event description:
The customer reported via phone call of low blood glucose readings and low suspends alarm from the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer treated with orange juice. The customer stated that the pump went into threshold suspend in the middle of the night. The customer stated that she changed the sensor and the pump showed 2 more lines on the battery. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.